Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for explant procedure on (B)(6) 2020. Upon review, it was revealed that the pacemaker had reached elective replacement indicator (eri). Upon interrogation, it was revealed that the pacemaker could not be interrogated. It was suspected that the pacemaker went to end of life (eol). The pacemaker was explanted and replaced. The patient was stable throughout.